Event description:
A home pt (hp) reported multiple incidents of dry minicaps. According to the hp, the sponges were white in appearance indicating no evidence of providone-iodine solution. Per hp, there was no pt injury associated with these incidents.